Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, consumed a large amount of carbohydrates, and subsequently developed hyperglycemia after insulin delivery had been suspended during the low. Symptoms included elevated blood glucose with a peak of approximately 300 mg/dl followed by a decrease to 230 mg/dl and then 270 mg/dl at the end of the call. Outcomes included continued monitoring and allowing automated corrections to address the elevated glucose, with the user planning to follow up with a healthcare professional and reporting burnout. Investigation included customer interview and troubleshooting with education on hypoglycemia treatment and device behavior during lows. Investigation of this case revealed user-related overtreatment of hypoglycemia leading to rebound hyperglycemia, with the device functioning as designed by suspending insulin during low glucose. It was concluded that the event was related to user management of hypoglycemia rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.